Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110005273, comp cnv glen base non ha; lot#: 807020. Item#: 115397, comp rvs cntrl 6.5x35mm st/rst; lot#: 268500. Item#: 118001, versa-dial/comp ti st dtaper; lot#: 908890. Item#: 113032, versa-dial 42x18x46 hum head; lot#: 016070. Item#: 113631, comp primary stem 11mm mini; lot#: 64487748. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the product to the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial comprehensive convertible glenoid shoulder arthroplasty approximately three (3) years and three (3) months ago. Subsequently, the patient underwent a revision surgery approximately one (1) month ago do to the implant being worn.